Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endo catch gold specimen retrieval bag tore while the gall bladder was being inserted into the bag. As the bag was being removed from the cavity, gallstones fell into the patient¿s cavity. The surgeon had to manually retrieve each gallstone and flush the cavity to ensure all stones were removed. The surgical time was extended by 30 minutes or more due to this issue. No additional surgical intervention was required, and there was no unanticipated tissue loss, tissue damage, or significant blood loss reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.